Event description:
(B)(6) study. It was reported that prosthetic aortic valve regurgitation occurred. Prior to the index procedure, heparin or other anticoagulant was given. The subject also received loading doses of 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. Twelve days later, the subject was discharged on aspirin, warfarin and clopidogrel. 1505 days post index procedure, during the protocol scheduled 48-month follow-up visit, transthoracic echocardiography revealed moderate aortic regurgitation. No action was taken. No patient consequences.